Manufacturer narrative:
The pump passed the displacement test and active current test. Pump failed the sleep current test due to moisture damage on the electronic assembly. Unexpected battery power loss confirmed. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had low battery alarm or short battery life. Customer did receive a low battery alert prior to replace battery alert, replace battery now alarm, or off no power alarm. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.